Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on anterior, underweight and red particles. A visual and microscopic analysis was performed which identified striated opening on radius. Base on the device analysis the final assessment is: a striated opening on radius due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right-side rupture. Device was explanted.